Manufacturer narrative:
E1: patient city : lorain. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set was leaking at site on its 3rd day of use. No further information available.